Event description:
Coiling treatment of an aneurysm. It was reported during coil advancing, the coil prematurely detached inside the catheter. Physician then placed another coil inside the catheter and was able to push both coils inside the aneurysm. No pt injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was implanted in the pt.